Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator. (B)(4).

Event description:
It was reported that the right atrial lead was suspected to be dislodged due to low sensing and high threshold. During the revision procedure both the right atrial and right ventricular leads were pulled out of position. The atrial lead was noted to be cut during the procedure. The right ventricular lead was repositioned. A new right atrial lead was implanted. No patient complications have been reported as a result of this event.